Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. It was suspected that the noise came from an external source. No changes were performed. This lead remains in service. No further adverse patient effects were reported.